Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was misfiring clips. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp on a vessel or tissue bundle. The customer stated that the clip misfired. This occurred during the 1st attempted clip application. The customer used a backup clip applier to continue the procedure.